Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insufficient light was caused by large tension exerted on the universal cable. The light guide bundle was chipped was caused by physical impacts and similar damage caused additional scratches. The reported scope part rotates or comes off, the most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited insufficient light, chipped light guide bundle, component failure of the charged coupled device, components failure of the unit spanning from the distal end to the main body, component failure of the light guide bundle, component failure of the distal end and component failure of the universal cable. There was no patient involvement.